Manufacturer narrative:
The reported event was inconclusive since the sample condition was poor. It is unknown whether the device had met relevant specifications. The product was used for treatment. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter. Visual inspection of the sample noted the inflation valve was cut off, and missing upon return. The balloon was dissected to find the inflation notch was perforated correctly, however the sample could not be tested because the inflation valve was cut off. Based on the sample condition it is unknown whether the device had met relevant specifications. A potential root cause for this failure could be inadequate pressure on the machine to punch. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter."

Event description:
It was reported that the foley catheter was difficult to deflate on the 1st day of use. The syringe inlet part was cut off but no water drained out. On the next day, water was drained out spontaneously from the cut off part and the catheter was able to be removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter was difficult to deflate on the 1st day of use. The syringe inlet part was cut off but no water was drained out. On the next day, water was drained out spontaneously from the cut off part and the catheter was able to be removed.